Event description:
Reporter alleged discrepant patient blood glucose values from inform system 2 of 98 mg/dl compared to a result from inform system 2 of 49 mg/dl when testing was performed within 10 minutes apart. No quality control testing information was provided on the systems. It was reported no treatment was needed. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device in system 2. Reference medwatch report with a1 patient for the suspect device in system 1.